Event description:
It was reported that during implant attempt, the physician had trouble sliding the stylet in and out of the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted there was blood in/on the helix/lobe mechanism.